Event description:
It was reported that the atrial lead position had failed. An atrial lead reposition will be discussed with the cardiologist. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947 implantable defib lead (B)(6) 2010; 6725 lead adaptor (B)(6) 2010. (B)(4).